Event description:
It was reported that approximately eight months post filter deployment for ivc thrombus, a detached filter leg was discovered in the left ventricle of the heart. Open heart surgery was performed to remove the detached filter limb. The patient status at this time is unknown.

Manufacturer narrative:
This event was reported via user facility report #240078-2014-00002. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device or images were returned for evaluation; therefore, the complaint investigation is inconclusive. Based upon the available information, the definitive root cause for this event is unknown.